Event description:
It was reported that wake button is still extremely difficult to press and/or requires multiple presses to turn on pump screen there was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.